Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination revealed the stent no longer be present, as it was deployed during the course of the procedure. Functional testing was performed by inflating the balloon with water via an indeflator. Upon inflation, a pinhole-type leakage was observed, 0.5 cm proximal to the distal tip. Electron optical analysis was performed on the balloon leak site revealing evidence of external surface abrasions intersecting and adjacent to the pinhole tear edges. The origin of the surface abrasions could not be determined, but they appear to have been an initiation point for the pinhole tear. It must be noted that the pinhole was detected in an area of the balloon outside of where the stent is crimped. Device history record review: this is the first complaint for burst below rated pressure reported for this sterile lot number. A review of the mfg records for this product revealed this lot to have passed burst testing during quality control testing.

Event description:
Balloon ruptured at an inflation pressure of 10 atmospheres.